Event description:
It was reported that this patient experienced discomfort due to the right ventricular (rv) lead had pushed forward and was almost all the way across the septum causing a perforation. This was confirmed through fluoroscopy. A surgical intervention was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.